Event description:
It was reported that post-implant of the subcutaneous implantable cardioverter defibrillator (s-ICD), some subcutaneous emphysema was present; the area around the pocket was puffy. The s-ICD system was palpated and there was no change from baseline in sensing. System impedances were normal, in the 50 ohms to 70 ohms range. There was no indication of lung puncture or other unusual event. The s-ICD system remains implanted and in service. Additional information received indicated that the s-ICD was turned off post-implant for approximately one hour. A chest x-ray ruled out pneumothorax and the sensing test was run with provocative maneuvers, and no noise was elicited. The s-ICD was turned back on, and the patient was admitted to the hospital overnight for monitoring and then discharged the next day. The s-ICD remains in service.